Event description:
In 2001 I had my gallbladder removed, surgical staples were used, and are still inside of my body. I had always felt this pokey feeling inside and had been told it was from the loss of the gallbladder. When I became pregnant in 2012 I started to feel this ripping feeling beneath my right side of bottom ribs. I was hospitalized for fear of hospitalized for fear of losing my baby and undetermined cause. I had thought it may be kidney stones. I have had both kidneys cleared of stones. I still feel a sharp pokey feeling and sometimes ripping of tissue, muscle or organ. I have inflammation in the body with undermined cause, mild kidney damage, scarring on the outside of my right kidney. I get blood in my urine from time to time. I had a severe urine infection no cause found and I get a fatty liver from time to time. When I have to go the bathroom I feel a sharp poke, where it I move the wrong way I feel ripping inside, and it will hurt even more if I take deep breathes, once I relieve myself the pain will go away. I have gone to the original surgeon and he does not want to do anything further since I am not in distress or to the point that I am dying. I live in pain most of my days due to this and have gone too many different drs who have not any reason why I feel this pain. I believes it is my staples and slowly causing damage especially to my right kidney and I probably do have a lot of scar tissue around where my gallbladder use to be. I really need help in finding a solution. I feel ripping inside abdomen. FDA safety report ID# (B)(4).